Event description:
In 2001 pt underwent implantation of staar model aq-2010v intraocular lens in the left eye. During injection, the leading haptic tore at the lens junction. The surgeon then noticed that there was a posterior capsule tear and performed an anterior vitrectomy. The surgeon is not sure of what caused the tear.